Event description:
Per the clinic, the patient developed an infection (specific date not reported) at the abutment site and subsequently was treated with topical antibiotics on (B)(6) 2021 (duration not reported). The implanted device remains.